Event description:
A diabetic pt could not get a reading (test result) from pt's in charge meter. While testing, the meter shut itself off before displaying the test result. The pt was feeling nauseated, like pt's glucose level was high. The pt's spouse took pt to the hosp emergency room whereupon, the pt's glucose level was assessed. Pt's glucose level was 533 mg/dl. While in the hosp emergency room, the pt was given an IV to lower pt's blood glucose level and later released with the instruction to call the dr. Note: although not relative to the reported problem, the strips the pt was using to perform the glucose test had expired well over a year ago. The expiration date on the test strip vial was 05/2001.